Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reported that about 2 months ago, he awoke to find a scratch on the right side of the penis. He states, he sleeps in the buff. He does not know exactly how it happened but somehow either the pouch or the clip scratched his penis.